Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The mallinckrodt¿ laser oral tracheal tube dual cuffed is a sterile, single-use device supplied with a permanently attached 15mm connector. The tube body consists of a flexible stainless steel hose with a soft plastic segment at the distal end. The laser oral tracheal tube dual cuffed has two cuffs, each with an associated self-sealing valve and pilot balloon. The manufacture's directions for use states under: contraindications: the laser oral tracheal tube dual cuffed is contraindicated in surgical procedures requiring the use of nd:yag laser and other high power laser instruments which may damage the tracheal tube and cause injury to the patient. Warnings/precautions (cuff-related): ¿ avoid contact of the laser beam with the unprotected plastic segment and cuffs at the end of the tube. Such contact, especially in the presence of oxygen-enriched or nitrous oxide mixtures could result in rapid combustion of the plastic segments of the tube with harmful thermal effects and with the emission of corrosive and toxic combustion products, including hydrochloric acid (hci). It has been reported by hirshman and smith that mixtures of nitrous oxide and oxygen support combustion about the same as pure oxygen and that in addition to ignition by direct contact with the beam, the interior of the tube can also be ignited by contact with flaming tissue in close proximity to the tip of the tracheal tube (hirshman, c.a. And smith, j.: indirect ignition of the endotracheal tube during carbon dioxide laser surgery. Arch otolaryngol vol. 106: 639-641, 1980). ¿ contact of the cuffs with a laser beam should be avoided to protect against the loss of a tracheal seal. If either cuff is damaged, the surgical procedure should be stopped immediately. The tube should be removed and replaced with a new tube.

Event description:
The report received from the customer stated that the physician was performing a laser procedure in the patient's glottic area, the cuff of the tube was filled with an unspecified physiologic serum without any combustible gas. During the procedure one of the tube's balloons was deflated by the laser and a flame appeared. The flame was extinguished using an unspecified physiologic serum. There were no consequences for the patient. There was no report of device failure to perform as intended, prior to the laser contacting the cuff.